Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5031389/5031381.

Event description:
It was reported that the patient ipg had charging issue. It was noted also that the scs system was not working. The patient underwent an explant procedure. The explanted device was retained at the facility.